Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the left ventricular lead had no capture and was dislodged. The physician elected to explant the lead and replaced it with a new one. No patient complications have been reported as a result of this event.